Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 11 months post implant of sepramesh ip, patient was diagnosed with infection, hernia recurrence, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per operative notes, "the omentum was found to be incarcerated within several defects along the midline and was reduced. Several defects along the entire line of scar from previous surgery was noted. A sheet of sepramesh ip was trimmed at corners and centered using sutures." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia and likely possible infected mesh thereby underwent open repair with explant of sepramesh ip. Per operative notes, "the previous scar was marked. The previously placed sepramesh ip with cicatrix was removed in three pieces. The fascial defect was noted. Posterior component separation was performed on right side. A biologic mesh was laid into retrorectus space and secured using sutures." Attorney alleged that the patient had infection, pain, hernia recurrence, abdominal draining sinus tract and emotional injuries.